Manufacturer narrative:
Fluid did not flow through the entire fluid path due to the exposed portion of the soft cannula being shortened. The soft cannula length was found to be out of specification with a length of 0.9590 inches. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 370 mg/dl. The pod was worn on the patient's arm for between 24 and 36 hours. As treatment, a new pod was applied.